Event description:
Patient reported, right side "feeling sick" and "leaking and smaller than the other". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking" (deflation).

Event description:
The device has been explanted and replaced. During surgery healthcare professional observed "valve delaminated from shell".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation-delamination: observed total delamination of the valve (adhesive failure) ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Patient reported right side "feeling sick" and "leaking and smaller than the other". Healthcare professional reported deflation. Healthcare professional additionally reported "valve delaminated from shell". The device has been explanted.